Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the therapy connector of the customer's device was broken. After replacing the therapy cable and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker regarding repair of their device. During evaluation stryker observed that the therapy connector of the customer's device was broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.